Manufacturer narrative:
This report is for an unknown guide. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for navicular fracture with the guide wire and the drill bit in question. During the drilling with a power tool, the surgeon could not drill smoothly, and he might hurt the guide wire. When the surgeon drilled without a power tool, the drill bit broke. The fragment of the drill bit could be removed easily because the fragment was out of bone. When the surgeon removed the guide wire just in case, the guide wire deformed. The surgeon replaced the guide wire with a new one, and the surgery was completed successfully. There was no surgical delay. No further information is available. Concomitant device reported: unk - powered drivers/handpieces: trauma (part# unknown, lot# unknown, quantity# 1). This complaint involves two (2) devices. This is 2 of 2 for report (B)(4).